Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, while the surgeon was in the process of deploying the fastener, the inserter needle came off of the applier and fell into the patient&apos;s joint space. The surgeon was able to retrieve the inserter needle, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.

Manufacturer narrative:
The complaint device is not being returned, discarded at user facility, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. The event reporter believes that the inserter needle was not properly loaded onto the applier's locking mechanism. Outside of that consideration, we cannot tell anything from this; we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.